Event description:
It was reported that irrigation clip had a leakage that could have allowed water to leak into the handpiece during a surgical procedure, causing the handpiece to give an error message. This caused a delay of up to 40 minutest as the account used multiple back up devices to complete the procedure. There were no adverse consequences reported or additional treatment needed due to the event.

Manufacturer narrative:
The customer discarded the irrigation clip. The clip is not available for investigation.